Manufacturer narrative:
As reported, upon attempt to insert, the sealant sleeves on a 6-12f mynx control venous vascular closure device (vcd) "crumpled once the plastic touched the hub of the sheath." The procedure was completed with groin closure using another vcd. There was no reported patient injury. The physician did not use the device. This has been the third time this has happened. The rep re-educated on best technique to insert device. The device was opened in a sterile field. The device was stored as per labeling. Upon removal, the mynx device was reported as bent, crushed, and crumpled and unable to advance into the procedural sheath, with no damage noted to the procedural sheath. There was no damage to the balloon; however, visible damage was observed at the distal end of the device. No excess force was applied during insertion. The procedure performed was an atrial fibrillation ablation, and the user was a certified mynx device user. An 8f and 10f non-cordis sheath introducer was used. No damage was found on the device or packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU). One non-sterile mynx control venous vcd was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-compressed/crushed¿ was not observed through analysis of the returned device; however, there was a frayed/split/torn condition of the sealant sleeves noted, which was likely the condition experienced by the customer. Additionally, a condition was noted with the returned device and during review of the image received of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, procedural/handling factors (it was reported that this has been the third time this has happened, and that the rep re-educated the physician on best technique to insert device) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, upon attempt to insert, the sealant sleeves on a 6-12 mynx venous vascular closure device (vcd) "crumpled once the plastic touched the hub of the sheath". The procedure was completed with groin closure using another vcd. There was no reported patient injury. The physician did not use the device. This has been the third time this has happened. The rep re-educated on best technique to insert device. The device was opened in a sterile field. The device was stored as per labeling. Upon removal, the mynx device was reported as bent, crushed, and crumpled and unable to advance into the procedural sheath, with no damage noted to the procedural sheath. There was no damage to the balloon; however, visible damage was observed at the distal end of the device. No excess force was applied during insertion. The procedure performed was an atrial fibrillation ablation, and the user was a certified mynx device user. An 8f and 10f non-cordis sheath introducer was used. No damage was found on the device or packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU). The device was returned for evaluation. Per preliminary picture review, the sealant was observed to be exposed from the damaged sealant sleeves.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.